Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a perforation from the right ventricular (rv) lead. Unstable and high thresholds were noted along with changes in sensing and lower impedance. A chest tube was used to remove the fluid. The rv lead was revised. No further patient complications have been reported as a result of this event.